Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing signals on the left ventricular (lv). The device remains in service. No adverse patient effects were reported.